Manufacturer narrative:
The unit was received with the locking knob having rotational and lateral movement. A residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. The device history record was reviewed and showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The reported complaint was confirmed. The root cause was unknown, however, the most likely reason could be wear and tear from extended use.

Event description:
A customer reported that the a1059 mayfield modified skull clamp had a broken knob. It was unknown whether the device was in contact with patient, if there was any patient injury, or surgery delay. Additional information has been requested.